Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 18.6-22.1cm from the distal tip. Internal insulation abrasion was noted at 27.1-28.1cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 8.4-8.7cm from the connector pin, consistent with lead friction to the ICD can. The coil was severed and melted at this location. Externalized conductors due to internal insulation abrasion were noted at 15.6-18.5cm. Internal insulation abrasion was noted at 13.5-15.4cm and 36.1-37.8cm from the distal tip. The etfe coating was abraded at these locations. Internal insulation abrasion under the rv shock coil was noted at 2.9-3.3cm, 4.0-4.2cm, 4.4-4.6cm, and 4.7-4.8cm from the distal tip. The etfe coating was abraded at these locations, consistent with the reported low hv lead impedance.

Event description:
Due to product advisory, the physician ordered a fluoroscopy and externalized conductors were observed. Upon testing low hv lead impedance was observed. Lead to be explanted during device change out.

Manufacturer narrative:
Internal abrasion was noted between 36.1-37.8cm from distal tip with rv cable coating abraded at both locations. Externalized conductor due to internal insulation abrasion was found at 15.6-18.5cm from distal tip. The re cable coating was abraded at this location. Additional internal insulation abrasions were found between 27.1-28.1cm and 18.6-22.1cm from distal tip. No cable coating was damaged. External abrasion to the is-1 connector was noted at 8.4-8.7cm from connector pin, consistent with friction to the device can.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.